Event description:
It was reported that a patient in her late 50s experienced significant urinary retention following treatment with the bulkamid device. The injection was administered approximately six weeks prior to the report date, around early (B)(6) 2025. Since the procedure, the patient has experienced persistent retention with no improvement, despite catheterization. The patient currently retains between 200-300 ml of urine post-void and requires clean intermittent self-catheterization (cisc) twice daily to fully empty her bladder. Her symptoms have persisted without improvement since onset.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code e1309 is being used to capture the reportable event of urinary retention. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.